Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. The following information was provided by the initial reporter: "unable to push the fluid through the needle to administer vaccine."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. The following information was provided by the initial reporter: "unable to push the fluid through the needle to administer vaccine."